Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the syringe was found damaged after opening the package. Per additional information the syringe was damaged during the pretest and was not able to be used.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. It was observed that there was no water in the syringe and the plunger's rubber stopper was partially detached. Evaluation found that the returned syringe was able to function without any difficulty, as water could be filled in and removed from the syringe without any issue. The function of the plunger's rubber stopper, which is to prevent liquid leaking between plunger and wall of barrel, was still fit even though it was slightly detached. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "[contraindications] method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients do not use in patients who are or have been allergic to natural rubber latex [direction for use] - insert the catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." (B)(4).

Event description:
It was reported that the syringe was found damaged after opening the package. It was later reported the syringe was damaged during the pretest and was not able to be used.